Manufacturer narrative:
Device is combination product. Age at time of event: 18 years or older.

Event description:
It was reported that a dissection occurred. Vascular access was obtained via the radial artery. The 80% stenosed, 20x3.0mm, concentric, de novo target lesion with a greater than 45 degree and less than 90 degree bend was located in the severely tortuous and moderately calcified mid to distal left anterior descending (lad) artery. Following predilatation, residual stenosis was 75%. While advancing a 3.00mm x 20mm promus element stent significant resistance was encountered. Following stent deployment, a distal edge dissection was noted. Another stent was deployed to cover the dissection and complete the procedure. No further patient complications were reported and the patient status was stable.